Event description:
It was reported patient underwent a elbow arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 to remove and replace the screw as it had backed out, causing the head to disassociate from the stem. Further, it is recommended the patient undergo another revision procedure as the screw has backed out again and the head has disassociated from the stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-00709 / 00710).